Manufacturer narrative:
Internal reference number: (B)(4). The manufacturing site was contacted for a device history review check on 01-nov-2019. Additional information: DHR review showed three approved deviations that do not change the form, safety or effectiveness of the device.

Event description:
A customer submitted an online complaint on (B)(6) 2019, indicating that a patient experienced injury consisting of damage to the mandibular canal. The implant was removed due to numbness. The numbness did not disappear after the implant was removed indicating possible nerve injury.